Manufacturer narrative:
An event of insufficiency was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 27mm trifecta valve was implanted. Due to acute bioprosthesis insufficiency grade iii, a valve-in-valve procedure with a 26mm edward sapien 3 was completed on (B)(6) 2018. The patient is reported discharged. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.